Event description:
It was reported that the patient with this neurostimulator experienced an infection at the incision resulting in two hospital admissions for cellulitis. Following treatment, the infection site appeared to be healed at the office visit on (B)(6) 2023. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the incision resulting in two hospital admissions for cellulitis. Following treatment, the infection site appeared to be healed at the office visit on (B)(6) 2023. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.